Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the battery not charging issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. It was reported that the pump battery could not be charged. Reportedly, the customer is using non tandem charging cable and wall adapter. Customer reverted to an alternate method of insulin therapy.